Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) cardiac procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a broken helix and a hole in the pebax were observed. Initially, it was reported that during the operation, the force value could not be zeroed. A second device was used to complete the operation. There was no adverse event reported on patient. The forces issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 18-dec-2024, hole in the pebax was observed. This was assessed as MDR reportable with an awareness date of 18-dec-2024.

Manufacturer narrative:
The device was returned to johnson & johnson medtech for evaluation. A visual inspection, and force test of the returned device was performed following johnson & johnson medtech procedures. A broken helix and a hole in the pebax were observed. The device was connected to the carto 3 system, and the force feature was evaluated, with force values and vector displayed. However, ablation could not be performed as temperature and impedance tests failed, with no values recorded on the generator or carto 3. Failure analysis revealed open electrical and thermocouple (tc) wires in the tip area, contributing to the temperature and impedance test failures. A manufacturing record evaluation was performed for the finished device lot number 31390435l, and no internal action was found during the review. The force issue reported by the customer was confirmed due to the hole in the pebax identified during analysis. The potential cause of the hole may be related to device manipulation; however, this cannot be conclusively determined. Temperature and impedance failures were also observed; however, the potential cause of the open circuits could not be determined. These issues are unrelated to the reported event. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).